Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an infection at the ipg site and was given antibiotics. Follow-up indicated that the ipg was relocated to a different pocket. Nevro had attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient is receiving effective pain relief from the device and there have been no further complications regarding this event.